Event description:
It was reported that the gastrointestinal videoscope had error 315 incompatible scope. The issue occurred during the inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle had foreign objects and distal end cover had corrosion. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the incompatible scope error (315) could not be determined. In addition, the cause of the foreign objects found in the nozzle could not be identified, and the corrosion on the distal end cover was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.